Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, deformed, tight, not centered, hard, pain and swelling. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "deformed, tight, not centered, hard, pain," and "capsular contracture, baker grade unknown." Healthcare professional reported right side "pain and swelling." Patient additionally reported "lethargic, uneven nipples, lost hair, bad body odor;" these events are not related to the device. Device remains implanted.